Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of an occluded cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose level rose to 18 mmol/l (324 mg/dl) between 37 and 48 hours of wearing the pod. It was reported that there is an occlusion with the cannula, and upon removal from their leg there is blood on the cannula. As treatment a new pod was applied.